Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella 5.5 support had a positive blood culture and was started on antibiotics. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The cause of the infection was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.